Event description:
According to the reporter, even after the death of the patient, the values continued to appear for about 20 minutes. The unit was replaced and it was not related to the patient death.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the main circuit board of the monitor was defective. The issue was resolved by replacing the main board and battery. The ac power cable and protective boots were installed. It was reported that the monitor provided incorrect readings but it was not stated if the readings were too high or low. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.